Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, inaccurate fill estimates. Reportedly, the cartridge was filled with 480 units of insulin. The customer declined to provide a blood glucose value. Multiple attempts were made to follow-up with the customer; however, no further information was provided regarding the reported event.